Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. A similar device (510(k)#) sold in the us.

Event description:
The customer alleges that during insertion, the swg (spring wire guide) got stuck in the catheter over the needle and didn't advance further. The user checked the tip of the swg to find a deformation. A new kit was used.

Manufacturer narrative:
(B)(4). The customer returned one used spring-wire guide (swg) for evaluation. The catheter over needle was not returned. Visual examination revealed the guide wire body has a slight bend near the distal tip. No coils at the bend were offset or kinked and no other defects or anomalies were observed. Microscopic examination of the guide wire confirmed the slight bend. Both welds appeared full and spherical. The slight bend in the guide wire body was located approximately 2.8 cm from the distal tip. The length and outer diameter of the guide wire was measured and was found to be within specification. The returned swg was able to pass through a laboratory inventory 18 ga x 2-1/2" catheter s-l (the same catheter provided with the catheter over needle assembly for this kit) with minimal resistance, despite the slight bend found during the visual inspection. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The reported complaint that the guide wire became deformed while using the catheter over needle was confirmed through visual inspection of the returned sample. A very slight bend near the distal end of the swg was discovered; however, evaluation of the catheter could not be performed as it was not returned. The swg was able to pass dimensional requirements and functional testing showed the swg could pass through an 18 ga x 2-1/2" catheter, despite the slight bend. A device history record review did not reveal any manufacturing related issues and no manufacturing defects were found during this investigation. Based on these circumstances, the probable cause of the swg and catheter resistance could not be determined without the catheter being returned.

Event description:
The customer alleges that during insertion, the swg (spring wire guide) got stuck in the catheter over the needle and didn't advance further. The user checked the tip of the swg to find a deformation. A new kit was used.